Manufacturer narrative:
Updated field: b4, b7, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the mega 50cc intra aortic balloon (iab) encountered great resistance during the process of entering the blood vessel, making it difficult to advance. No patient harm or injury reported